Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube and cracked battery tube threads. Insulin pump received with minor scratches on display window, missing end cap sticker and broken reservoir tube lip.

Event description:
It is reported that a customer has a physical damge in the form of cracks on their insulin pump. The patient's blood glucose level was at 103 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.